Manufacturer narrative:
Additional medwatch information provided. The customer¿s report that the fluid infused faster than expected was not confirmed. Physical inspection of the device noted a cracked bezel at the lower hinge. The male and female iuis had dried residue film on the pins. Review of the pcu error log showed no recorded errors or malfunctions. Analysis of the pcu event log showed that on (B)(6) 2017 at 10:55 pm a ¿remote IV¿ order for drug ID 138 was sent to the pcu for the suspect pump module. The infusion was started at 11:38 pm. On (B)(4) 2017 at 1:18 am the module alarmed for a ¿patient side occlusion¿ and the user restarted the pump. At 1:27 am the device alarmed for ¿air in line.¿ the user paused the device and the pcu recorded a ¿flow stop open.¿ the user restarted the device. At 1:31 am the module alarmed for a ¿patient side occlusion¿ and the pump was restarted. At 1:36 am the user selected the device and then start (soft key 14). This occurred again at 1:40 am followed by the user pausing the infusion and ¿channeling off¿ the module. At 1:54 am the module was removed. The calculated volume infused was 19.507ml. Rate accuracy testing was performed and the device was found to be functioning within specification. The returned 50 ml d5w bag was noted to have a leak at the base of the tubing spike port. The bag was not labeled as containing bumex and it is unknown if this was the bag in use at the time of the event. The administration set was not received for evaluation. . The root cause of the reported event was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "hung new bag of double concentrated bumex at 2337. Scanned bag and pump, ok'd details to be sent to pump, ok'd details and hit start on gtt. At 0135, writer noticed pump alarming "air in line," and bumex gtt empty. Volume noted on pump that was still left to be infused was reading 31cc (so a bag that was supposed to last 5 hours was infused over 2). No holes noted in tubing and no liquid noted on floor. Bumex gtt stopped. Apnp notified of situation. Additional follow up: new order placed for bumex drip of 10mg in 50rnl (double concentration) to run at 2mg/hr entered at 1008 and verified to start by pharmacy at 1100. New double concentrated bag hung at 1223, scanned by rn and sent to pump using interoperability process. This bag hung/ran correct amount of time (5 hours total) and was changed at 1723 and again at 2337 as expected. (Rate verification done at shift change by rns and documented at 2006.) Rn hanging bag at 2337 also reported she visually verified correct rate on pump after she sent details to pump and drip started. However, per her notes above, bag empty after 2 hours. No leaks in bag or tubing noted; unsure if possible that original bag sent from pharmacy was underfilled - will also refer to that department to investigate that possibility. Pump removed from service after the incident and bag with pump sent with biomed personnel for investigation at 0850 this morning. This event was not reported to the FDA and is now being reported per FDA request. This facility has had several similar events with this equipment. The manufacturer has been notified. Other pertinent info: determining possibility of programming errors, pharmacy underfill, or tubing issues. All have become possibilities that we have been able to positively identify. Biomed on (B)(4) 2017: returned to ciculation after deemed to be functioning properly."

Manufacturer narrative:
Concomitant medical products: 50ml baxter bag ndc 0338-0017-11, lot p356311, exp aug 18, 5% dextrose, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a double concentration of bumex (10 mg in 50 ml) rate 2 mg/hr over 5 hours infused faster than expected. Two hours after the start of the infusion at 0135, the observed vtbi on the device screen was 31 ml, however the bag was empty. The reporter stated although this medication is typically hung as a secondary infusion, the infusion mode was not confirmed by the user. There was no report of patient harm.

Manufacturer narrative:
This emdr was submitted electronically to the FDA on 05/31/2017. Multiple attempts were made to the FDA/esg to complete the submission. Additional medwatch information provided. The customer¿s report that the fluid infused faster than expected was not confirmed. Physical inspection of the device noted a cracked bezel at the lower hinge. The male and female iuis had dried residue film on the pins. Review of the pcu error log showed no recorded errors or malfunctions. Analysis of the pcu event log showed that on (B)(6) 2017 at 10:55 pm a ¿remote IV¿ order for drug ID 138 was sent to the pcu for the suspect pump module. The infusion was started at 11:38 pm. On (B)(6) 2017 at 1:18 am the module alarmed for a ¿patient side occlusion¿ and the user restarted the pump. At 1:27 am the device alarmed for ¿air in line.¿ the user paused the device and the pcu recorded a ¿flow stop open.¿ the user restarted the device. At 1:31 am the module alarmed for a ¿patient side occlusion¿ and the pump was restarted. At 1:36 am the user selected the device and then start (soft key 14). This occurred again at 1:40 am followed by the user pausing the infusion and ¿channeling off¿ the module. At 1:54 am the module was removed. The calculated volume infused was 19.507ml. Rate accuracy testing was performed and the device was found to be functioning within specification. The returned 50 ml d5w bag was noted to have a leak at the base of the tubing spike port. The bag was not labeled as containing bumex and it is unknown if this was the bag in use at the time of the event. The administration set was not received for evaluation. . The root cause of the reported event was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "hung new bag of double concentrated bumex at 2337. Scanned bag and pump, ok'd details to be sent to pump, ok'd details and hit start on gtt. At 0135, writer noticed pump alarming "air in line," and bumex gtt empty. Volume noted on pump that was still left to be infused was reading 31cc (so a bag that was supposed to last 5 hours was infused over 2). No holes noted in tubing and no liquid noted on floor. Bumex gtt stopped. Apnp notified of situation. Additional follow up: new order placed for bumex drip of 10mg in 50rnl (double concentration) to run at 2mg/hr entered at 1008 and verified to start by pharmacy at 1100. New double concentrated bag hung at 1223, scanned by rn and sent to pump using interoperability process. This bag hung/ran correct amount of time (5 hours total) and was changed at 1723 and again at 2337 as expected. (Rate verification done at shift change by rns and documented at 2006.) Rn hanging bag at 2337 also reported she visually verified correct rate on pump after she sent details to pump and drip started. However, per her notes above, bag empty after 2 hours. No leaks in bag or tubing noted; unsure if possible that original bag sent from pharmacy was underfilled - will also refer to that department to investigate that possibility. Pump removed from service after the incident and bag with pump sent with biomed personnel for investigation at 0850 this morning. This event was not reported to the FDA and is now being reported per FDA request. This facility has had several similar events with this equipment. The manufacturer has been notified. Other pertinent info: determining possibility of programming errors, pharmacy underfill, or tubing issues. All have become possibilities that we have been able to positively identify. Biomed on 04/05/2017: returned to circulation after deemed to be functioning properly."